Manufacturer narrative:
(B)(6). The serial/lot/model number of lead that could not be implanted remains unknown at this time. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that only one lead had been implanted because during the implant they could not get the second lead in. The patient reported they were in agony and unhappy. The patient has met with manufacturer representative (reps) and they have changed a couple of things and told the patient things were fine, but the patient stated it was not. They were redirected to their doctor to discuss the coverage they were getting. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they were focusing on recovering from leg paralysis and pain caused by the healthcare provider (hcp) touching a nerve during surgery. According to the consumer during surgery the first lead went in fine, but the second one was difficult. After surgery the consumer was unable to lift or touch their leg because if they touched it they would scream in pain. As a result the consumer spent a week in the hospital and had been walking with a walker. The leg pain was currently getting better and they were starting to walk without the walker. A follow-up appointment was scheduled with the healthcare provider (hcp) for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.